Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim: it was founded in the past that this specific extension set does not securely lock onto catheters. When power injecting, they leak or spray contrast out making study invalid. We were stocked with them again, same issue of spraying reached a patient during study.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
DHR no product or photo was returned by the customer. The customer complaint of maxplus sets having connection issues to catheters could not be verified due to the product not being returned for failure investigation. Device history record review for model mp5312-c lot number 23129235 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
F24 needs to be submitted - no annex f code in MDR or MDR supp 1.

Event description:
No additional information was provided.